Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an upper gi (gastroscopy) procedure performed for the treatment of esophageal stricture on (B)(6) 2025. During the procedure, a non-boston scientific inflation device was used and set to a pressure of 6.5 to 7 atm with the aim of dilating the stricture to 18 mm; however, the pressure decreased on its own, and then the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an upper gi (gastroscopy) procedure performed for the treatment of esophageal stricture on (B)(6) 2025. During the procedure, a non-boston scientific inflation device was used and set to a pressure of 6.5 to 7 atm with the aim of dilating the stricture to 18 mm; however, the pressure decreased on its own, and then the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 83 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device revealed the balloon had a pinhole located approximately 83 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is an adverse event related to procedure.